Event description:
During a choleductolithiasis, a tri-extraction balloon did not maintain its inflation with the stopcock closed. Manual pressure was used to maintain inflation during procedure. No pt injury or treatment required.